Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken. The broken part was missing. It could not be confirmed if the customer received the sensor in damaged condition due to the customer returning an opened/used product.

Event description:
The customer reported via phone call that his sensor glucose was 66 mg/dl but his blood glucose was 321 mg/dl. Troubleshooting was declined for the sensor inaccuracy so the customer was advised on potential causes of the issue. The sensor was returned for analysis and a replacement sensor was shipped to the customer.